Event description:
The user stated they failed 4 out of 5 samples for a proficiency survey due to high sodium recovery. The user repeated the samples when the report was received and the results were within the expected recovery range. Of the data provided, one sample was found to be discrepant. The initial result was 133 mmol per l, repeat result in 2009 was 125 mmol per l. The acceptable range was 121-130 mmol/l per l with a mean valve of 125.6 mmol per l. No discrepant patient results were generated. The field service representative determined the ise tubings were the cause and replaced them. He also replaced the reagent and sample probes, syringe pipette tips and water filter. He cleaned the external and internal water reservoir and flushed the system and ran several primes. He also flushed the degasser and the internal reservoir. To verify the analyzer performance, he ran calibration and qc with all results within specifications.